Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that upon opening up the pocket, there was a small seroma. The battery and leads were then disconnected, and a new pocket was made on the same side of the body. The connections and impedances were all good. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had some swelling and discomfort around the battery site. It was difficult for the patient to sit back in a chair, car, and to sleep at night. It also became harder to charge the implant. The rep and hcp looked at the pocket and it appeared that the battery may be tilted. Impedances were checked and all were good. The hcp planned to do a pocket revision and move the battery to a different location on (B)(6) 2019. No further complications were reported.